Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. It was reported that prior to an unknown procedure, a ncircle tipless stone extractor was tested and found to not "withdraw" as intended. It is unknown how the procedure was completed. The procedure was completed by changing to another new device of the same type. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual inspection of the returned device found that it was returned with the handle and basket formation in the open positions. The mlla (male luer lock adapter) was loose, while the collet knob was tight and secure. The catheter was accordioned or buckled a the base of the mlla. The buckled portion of the catheter has stress marks and appears twisted with possible charring. The stress marks on the catheter were 1.4 cm from the proximal end. Functional testing of the device found that the handle does not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A lot history search found one other complaint had been reported for this lot. Investigation of both complaint devices did not determine that the cause was related to manufacturing, therefore the other devices in the lot are not suspect. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The sheath was deformed where it connects to the handle. The deformation prevented the basket assembly from moving freely within the sheath. The issue was discovered before use. All devices are inspected for functionality and damage multiple times during manufacturing and quality control checks. The damage could have occurred due to handling when unpacking the device, or while the device was still in the package during shipping/handling. There is not enough evidence to determine the cause of the damage. Cook could not establish a definitive cause for the damage to this device. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 20apr2020: the procedure was completed by changing to another new device of the same type. The stone size was 2cm x 1.5cm, and there was no challenges with anatomy.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure, a ncircle tipless stone extractor was tested and found to not "withdraw" as intended. It is unknown how the procedure was completed. This was discovered before patient contact and no impact to the patient occurred. Additional information has been requested.